Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with hypodermic needles. The customer reports that the needles were pushing back and forth. As a result, the tips of the needles are breaking. These are human use needles reported from a veterinary setting. Additional information has been requested with no response to date.